Event description:
Pt to or for fracture of pedicle screw removal. In 2007 - surgical removal of fractured pedicle screw, removal of screws, and removal of rods placed at l4-l5. Removed medtronic legacy screws: screws 4.5 by 50, total of 4; set screws, total 4; rods 40 mm, total 2.